Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported this lead was an implant attempt and not implanted as the helix would not extend and there was positioning difficulty. "No adverse patient event was noted." It was determined the patient died 5 days after this procedure. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.